Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a usual breakfast and then announcing a usual lunch approximately 90 minutes later, which was followed by a blood glucose drop to 49 mg/dl about one hour after the second announcement; troubleshooting and education were provided regarding timing meal announcements immediately before the first bite and spacing meals at least two hours apart to reduce insulin stacking. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose for approximately 30 minutes, treated with oral glucose (apple juice), with no medical intervention or hospitalization. Investigation included customer interview, clinical assessment of reported glucose data, and review of device use and user technique. Investigation of this case revealed user-related insulin stacking risk due to closely spaced meal announcements, with no evidence of device malfunction. It was concluded that the event was hypoglycemia with cause unclear relative to device performance, and user education was provided on appropriate meal announcement timing and spacing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.